Event description:
This vmsr report summarizes one malfunction event. It was stated on (B)(6) 2025, the back cap and turbine of the handpiece, brio 440f (B)(4) with bur broke apart in the patient's mouth.